Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump displayed error code 1816 during infusion at patient's home. There was a patient involvement and there were no additional adverse consequences. This high-priority error code occurred during infusion; therefore, it will interrupt therapy and potentially impact patient if it reoccurs.